Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, while advancing the fiber through the fiber port, the fiber broke. The surgeon was unaware of the breakage and subsequently attempted to activate the laser, which resulted in a burn hole in the surgical drape and the allen stirrup. The procedure was completed with another fiber. No patient harm occurred.